Event description:
A follow up call was conducted and the customer reported being in the in the emergency room with high blood glucose over 400mg/dl. The customer was wearing the device when the paramedics were called. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. The customer mentioned that his site was irritated, and he has chosen his legs for the site location. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.